Manufacturer narrative:
(B)(4). Date sent: 10/5/2021. H6: component code =g04. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with two reload present. The reload (b) was received fully fired, with the pan detached from the reload. The reload (c) was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: today's status about the patient is not known. Two days postoperatively everything was still ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown

Event description:
It was reported that the first staple seam on the antral with ecr60g, when removing the triggered green magazine, the carrier rail came loose of the magazine and remained in the lower branch of the powered echelons. This was noticed and the rail was removed. An ecr60d with a lamed-staple-seam-enhancer was then used. The staple suture was completely, 3-row stapled to the resection side. To the sleeve side, the staple suture was incomplete. Only one staple suture row was stapled, the staples for the second & third row were hanging loose in the magazine. The surgeon then oversewed the staple suture and the stapler was replaced with a new one. One day after surgery he patient is doing well